Event description:
On (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was able to provide only limited information and was unwilling to supply the patient¿s contact information. The reporter was unable to say when the meter started to read inaccurately. She alleged, date/time unknown, the patient obtained an alleged inaccurately high blood glucose result of ¿449 mg/dl¿. Meter to feelings/normal result comparisons are invalid for the purposes of determining an inaccuracy. The reporter was unable to say how the patient manages her diabetes or whether she had made any changes to her usual diabetes management regimen in response to obtaining the alleged inaccurate high result. The reporter denied that the patient had developed any symptoms as a result of the alleged inaccuracy. However, she alleged that on an unknown date and time, the patient was taken to the emergency room (ER) where she was treated by a healthcare professional (hcp) with IV fluids. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the reporter did not have control solution with which to test the meter and test strips. This complaint is being reported because, the reporter alleged that the patient obtained an inaccurate high result with the subject meter and reportedly received treatment from an hcp for an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.